Manufacturer narrative:
The country of origin is (B)(6). It was noted that the sample draw volumes appeared to be too short and the centrifugation time was too short. The previous qc and calibration tests had acceptable results. On (B)(6) 2019, during a physical inspection of the analyzer, a white liquid was found in the dilutors and pipettors; no decontamination had been carried out. On (B)(6) 2019 a decontamination was done by the field service engineer. The customer had no more issues after the decontamination. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys tsh assay results from the cobas 8000 e 801 module. The initial result was 0.0214 uiu/ml and the repeat results were 0.121 uiu/ml and 0.117 uiu/ml. The questionable results were not reported outside the laboratory. The reagent lot number was 41623301 with an expiration date of 31-oct-2020.